Event description:
Plastic handle became separated from the steel shaft of the needle during biopsy. Consultant attempted to remove shaft with pliers without success. The assistance of a surgeon was enlisted and the needle shaft extracted with a mole wrench.